Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was suspected to be suffering atrial fibrillation (af). Technical services (ts) was consulted and reviewed the episode. The right atrial channel exhibited farfield oversensing of signals from the right ventricular channel. Some signals were marked af, so the patient suffering from af was discarded. This ICD remains in service. No adverse patient effects were reported.